Event description:
It was reported that the patient had a catheter revision on (B)(6) 2011 due to catheter dislodgement. The patient "had the cath placed back into her spine". Per the reporter, following surgery the patient spends 4-5 days vomiting and "they usually end up staying in the hospital for 4-6 days when the procedure should only require a one day stay in the hospital." It was also noted that "every time she has had the med's thru her spine she is sick, vomiting about every 15-20 mins, the doctors don't know why."

Manufacturer narrative:
Catheter model # 8598a, lot # n274736002, implanted: (B)(6) 2011, explanted: (B)(6) 2011, catheter model # 8596sc, lot # n296334012, implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).